Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the paddle set was unable to discharge and the led on the paddle set was not bright. There was no report of patient involvement.